Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach (B)(4) for dental cleaning (route-dental, lot number-1440d, expiration date unspecified). After an unspecified duration, the consumer noticed that the metal cutter kept popping out. Also, the consumer reported that the same issue happened with another container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.